Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure: excision of bone mass left pelvis procedure: final tightening. Iliac screws it was reported that during surgery, it was found that the last set screw on the crosslink could not be final tightened. The product came in contact with the patient. No patient complications were reported. The patient will be coming back to have the crosslink removed and replaced to prevent any issues in the future.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.